Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the information provided in the article only. It was reported that a celect filter perforated the vena cava, but the images provided in the article do not demonstrate a celect filter. The only information about the celect ivc filters was that the dwell time ranging between 2 and 3 years and that one of the cook filters demonstrated colonic penetration and the other demonstrated duodenal penetration. There is no possible way to determine what degree of tilt was present, or developed over time, what degree of caudal migration occurred, and to discuss the potential etiologies of the penetrations present. It was reported that four of six patients had symptoms of abdominal or back pain, but the article does not clarify, if these patients had a celect filter. There is also no discussion of the unsuccessful endovascular techniques used to attempt to remove the filter prior to surgical intervention, as a vast majority of filters, even those with extensive penetrations, can be removed safely endovascularly, avoiding surgery all together. In this case the reason for the reported vena cava wall penetration/perforation cannot be determined, but it has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: 1212 - entrapment of device. Based on article: open surgical inferior vena cava filter retrieval for caval perforation and a novel technique for minimal cavotomy filter extraction. Connolly et al.2012 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: this report focuses on the technique of open surgical removal of ivc filters that cannot otherwise be removed by endovascular means. Six patients underwent open surgical removal of retrievable ivc filters for caval perforation. Two were cook celect filters (24-36 months). After 2 years of implant, filter retrieval was planned with open surgery as preoperative imaging demonstrated filter tilt and accompanying caudal migration. The filter tines penetrated the cava wall, causing the filter to sag and tilt in the opposite direction; the filter cap then became imbedded in the cava wall, making percutaneous retrieval by conventional means impossible. The patient presented with abdominal and back pain and operative finding showed duodenal penetration. Surgical exposure was performed through either a right subcostal or midline incision. A duodenal kocher maneuver was then performed to expose the ivc, and care was taken to dissect the filter tines away from adjacent viscera. Filter tines found to be penetrating the duodenum were dissected free,clipped flush with the ivc, and the enterotomies were closed with vicral seromuscular sutures. All other perforating filter tines were identified and clipped flush with the ivc. Patient outcome: unknown.